Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the matrix drawer 7 failed. The device was rebooted, and the rear panel was opened to access the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. The field service engineer (fse) verified drawer status error and storage configuration status, drawer matrix #7 on aux1 configured but not responding (unable to clear the error). The main cabinet was powered off, and the aux1 back panel was unlocked for inspection, where a loose solenoid cable connection at j1 on the controller board was identified and reseated. After reassembly and powering on the cabinet, the technician accessed the application, successfully cleared the error, verified drawer access, and confirmed that the cabinet was fully functional. The system functioned as intended after the field service engineer repaired the device.